Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): it is not known whether the fiber was used or not; the fiber is partially fractured distal to glue zone at the bevel section; the glass cap is fractured in many pieces; the fiber/glass cap distal part is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Fiber card analysis: exception: no mojo or legacy sector; according to r&d data are missing; the fiber card was not programmed correctly, no joules were expanded, probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have a malfunction. No further information provided. Patient outcome: "there was no report of patient injury."